Event description:
It was reported that, "the patient underwent left hip replacement surgery on (B)(6), 2005". It was further reported that, "after implantation, the patient began experiencing significant pain, constant irritation and discomfort in the location of his hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.